Event description:
This spontaneous case was reported by a physician and describes the occurrence of device breakage ("fragmented piece of essure retained") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), rash ("rash"), hypersensitivity ("hypersensitivity") and adverse event ("vague symptoms"). At the time of the report, the device breakage, rash, hypersensitivity and adverse event outcome was unknown. The reporter considered adverse event, device breakage, hypersensitivity and rash to be related to essure. Most recent follow-up information incorporated above includes: on 13-dec-2018: irms received: event: vague symptoms added. On 14-dec-2018: fu 1 and 2 processed together. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other nonconformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of device breakage ("fragmented piece of essure retained") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), rash ("rash"), hypersensitivity ("hypersensitivity") and adverse event ("vague symptoms"). At the time of the report, the device breakage, rash, hypersensitivity and adverse event outcome was unknown. The reporter considered adverse event, device breakage, hypersensitivity and rash to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6)2018: irms received: event: vague symptoms added. On (B)(6)2018: fu 1 and 2 processed together. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other nonconformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.